Manufacturer narrative:
Unit received with missing segments/partial display due to cracked zebra connector. However, unit passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. The customer declined troubleshoot for low blood glucose. The customer also stated that the insulin pump had a partial display. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.